Event description:
A constrained insert was originally implanted on 10/16/1997. On 10/26/97, the insert reportedly disassociated from the acetabular shell. During revision surgery, a new insert was assembled with the shell, but before the surgery was completed, it disassociated from the shell. The surgeon reportedly attempted to cement the insert into the shell, but while impacting it, discovered the patient's acetabulum had fractured. All devices were removed and a girdlestone performed.